Event description:
(B)(4). Rashes on my face. On my face. Pain in my abdomen. Extra periods? Weight gain. Like I don't even know what to do about it. These are absolutely unprecedented health-related issues. Is it death related? Should I check that? My husband says I should.